Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device's speed was too slow and has flow over. Additional information was received stating that flow over means that the flow was faster than it should be. It is unknown when the issue was discovered but there was no patient involved with this incident. The volume/rate of the feeding are unknown. No further details provided.

Manufacturer narrative:
H3 evaluation summary: the service history record was reviewed and indicated the unit has not had the same issue in the past two years. The unit was tested, and the reported condition was confirmed. Inspection found the pcb was damaged. The pcb was replaced. The power connection label was replaced due to opening the unit. The serial number label was replaced because it was illegible, and the rotor damage was found and resolved. Additional testing showed the unit passed the occlusion and rotor testing. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.